Event description:
One touch profile meter's display had a black line through it. This issue was not resolved with troubleshooting. They stated that they went to see their doctor since they were unable to test on their meter due to the damaged display. Their blood glucose level was tested on the doctor's meter with a result of 160 mg/dl, which does not reflect any serious injury. There is no further clinical information reported. This case is reported as a meter malfunction since the display issue were not resolved.